Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was reported by a consumer regarding their implanted pump which was used to deliver an unknown drug. The indication for use was intractable spasticity and multiple sclerosis. On 2016-06-06 it was reported that the patient did not think the "thing" was even working. Their healthcare professional (hcp) had referred then to an orthopedics hcp. The patient noted that the more the hcp adjusts "it" the more they go downhill.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.